Event description:
A patient reported experiencing inaccurate erratic results with a one touch ultra meter. The patient's blood glucose results were 287mg/dl, 313mg/dl, 148mg/dl, 169mg/dl. Tests were done within 10 minutes with a difference of 35%. Patient did not experience any adverse events. No further information has been reported. Note - "control solution tests: 136, 167, 153(107-145)", this information was provided in the reported issue notes.